Manufacturer narrative:
Device was received in normal range of operation. Device image analysis indicated average monthly voltage and current trends were normal. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Device outputs, sensitivity, pacing rate, and noise/crosstalk tests were performed, which found to be normal and within the specification. Header and connector inspection did not find any anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported event of noise was not confirmed.

Event description:
Related manufacturer's report number 2017865-2018-18773. During a follow up, noise resulting in oversensing and false automatic mode switch episodes was noted on the atrial lead and the device. The device and the atrial lead were explanted to resolve the event and the patient was stable with no adverse consequences reported.